Event description:
It was reported that the patient experienced hyperglycemia along with diabetic ketoacidosis on (B)(6) 2026. The patient was hospitalized for more than one day and there treated with insulin intravenously.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.